Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke off inside the patient's leg, the broken piece was retrieved without any problems. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the consumer. A supplemental report will be submitted when, the device has not been returned and the investigation completed.